Event description:
Per the audiologist's report, this patient was not responding well with her cochlear implant. The patient did not respond to stimulation on 7 electrodes. The affected electrodes were deactivated from the program. Adequate performance levels could not be achieved. The surgeon explanted the device in 2006 and reimplanted the patient the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling code.